Event description:
The customer reported to olympus that during routine testing, after the last repair, the endoscope tested positive for microbial contamination. Over 200 colony forming units (cfu) of bacillus species were detected in the instrument channel. The user facility reprocessed and cleaned the device several times, but there was no improvement. The device was removed from patient use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer's cleaning, disinfection, and sterilization (cds) processes have been requested. At this time, no additional information has been provided. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Event description:
The user provided their cleaning disinfection and sanitization (cds) practices of the subject device where the detergent used for pre-cleaning is sekusept aktiv. Water is aspirated through the instrument / suction channel. The air/water and auxiliary water channels are flushed. The device is manually processed with an keysurgical / insitumed (B)(6) model cleaning brush and sekusept aktiv detergent. The brushed points are the instrument/ suction channel, the suction cylinder, and the instrument channel port. The device is processed in a medivators / cantel automated endoscope reprocessor (aer) with phago wash detergent and rapicide disinfectant. The device is stored horizontally in a escad medical endo s drying cabinet. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: air/water cylinder has discoloration. Grip has a scratch. Switch box has a scratch. Up/down knob has a scratch. Flexibility adjustment ring has a scratch. Scope connection case unit has a scratch. Plug unit has a scratch. Scope cover unit has a scratch. Objective lens has a crack. Light guide lens has a crack. Universal cord has a scratch. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.